Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and radicular pain syndrome. During a clinic visit on (B)(6) 2015, the patient stated that he missed a pump appointment one time "years ago" and went into withdrawal. The patient had increased spasms and increased pain described as burning and pulsating. Diagnostics, troubleshooting, and outcome were not provided. Additional information has been requested but was not available at the time of this report.